Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tip of the waveguide had fractured and disengaged and the broken piece was returned. The battery contact pins were bent. The assembled device returned a green light and produced a welcome tone, and immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. It was reported that the device broke during use and the waveguide broke when cleaning. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. The evaluation detected an unreported condition: the unit had a connector pin failure. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy procedure, the device¿s clamp broke during cleaning and while in use. Nothing broke off. They replaced the device to complete the case. There was no patient injury. No further information available. Medtronic investigation found that the tip of the waveguide had fractured and disengaged. The broken piece was returned.